Manufacturer narrative:
Product ID 977c165 lot# (B)(4)implanted: (B)(6)2018 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the lead moving was not determined, although it was assumed that the increased pain was due to the lead moving from the proper spinal target. Reprogramming was performed (as previously indicated), but this did not help. The physician was made aware and they were awaiting to hear the physician¿s plan. The issue of the lead moving and increased pain had not yet been resolved. It was indicated that the provided information had been confirmed with the physician/account.no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-oct-23 reporting that the patient decided to have stimulator removed on (B)(6) 2018 due to increased back pain. No further complications were reported.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2018-nov-12 reporting that the device had been functioning fine but had not been helping the patient's pain which resulted in the removal. Information was received that the patient had died. The cause of death was unknown at the time of the report. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial (B)(4), implanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot (B)(4), ubd: 14-dec-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported the patient complained of increased back pain for approximately one month that seemed to be worse than her normal pain. The rep reported that they were to meet with the patient tomorrow to try and troubleshoot and possibly reprogram. Additional information was received from the rep on (B)(6) 2018. The rep reported that the patient continued to have back pain and had not been helped with stimulation. The patient was reprogrammed at the physician¿s office on (B)(6) 2018. The patient still wasn¿t having any relief with high density stimulation. The patient was to follow up with their pain management physician this next week. Additional information was received from the rep on 2018-04-18. The rep reported that the patient was placed on traditional stimulation and it seemed to cover and help the areas of her back pain. The physician prescribed some pain medication to take as needed. Additional information was received from a rep on 2018-06-26. The rep reported that the lead was reported to have moved. The rep reported that the patient was having increased pain. An impedance check found no issues with the device. The rep reprogrammed the patient. The issue wasn¿t resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the manufacturer representative reporting that the patient had x-rays done which revealed the lead had possibly moved lateral. The patient complained of incontinence with stool that had been evident for the last 4 months. The health care provider (hcp) ordered an MRI to check cord compression. The hcp did not believe that the lead was the issue and would wait for the MRI results before possibly revising the lead. No further complications were reported.